Event description:
The customer reported the v3 lead to be intermittent. There was no patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the v3 lead to be intermittent. There was no patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.